Event description:
The pt was bilaterally implanted with smooth low bleed gel-filled mammary prosthesis on 8/5/88, subsequently the pt experienced arthralgias, morning stiffness, myalgias, dysesthesias, paresthesias, sleep disturbance, swollen gland, night sweats, headaches, temporomandibular joint problems, visual distrubance, dizzy spells, memory loss, oral sores, sensitive to sun/cold/odors, costochondritis, choking sensation, weight loss, and easy bruising. The devices were removed in 3/29/94.